Manufacturer narrative:
D4: model number/catalog number 72400024; serial number (B)(6); batch/lot number 1000061745; gtin (B)(4); description balloon fgs 61-70 cm; expiration date 02/25/2023. H4: manufacturer date 02/26/2018. D4: model number/catalog number 72404127; serial number (B)(6); batch/lot number 1000047878; gtin (B)(4); model/catalog description control pump fgs iz; expiration date 02/01/2019. H4: manufacturer date 02/01/2018. Additional information b5.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was submitted to placement of the ams artificial urethral sphincter and evolved with almost complete extrusion of the urethral cuff. The patient was submitted to a radical prostatectomy and artificial urinary sphincter removal. The patient had normal uroterocystography and the physician requested a replacement of the urethral sphincter with a trans corporeal technique away from the anastomosis.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: (B)(4). Batch/lot number: 1000061745. Gtin: (B)(4). Description balloon fgs 61-70 cm. Expiration date 02/25/2023. Manufacturer date: 02/26/2018. Model number/catalog number :72404127. Serial number: (B)(4). Batch/lot number: 1000047878. Gtin: (B)(4). Model/catalog description control pump fgs iz. Expiration date: 02/01/2019. Manufacturer date: 02/01/2018.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral erosion. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.